Event description:
It has been reported that the azurion 7 b12 system images from the workstation were not displayed on the flexvision monitor. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon further troubleshooting action, field service engineer (fse) found that the 2k2 processor was unidentified. The fse re-flashed via downloader and the chiller has been filled for both detectors and verified system operation, including numerous system restarts. After re-flashing and filling detectors, the system was returned to use in good working order.the codes were updated based on the investigation outcome.